Event description:
A report was received the patient was not receiving adequate stimulation because of high impedances. Physician decided to perform a revision procedure to replace the leads with a paddle lead. Patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(4) batch: 19796221. Product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(4) batch: 19978858. The returned lead sc-2317-70 sn (B)(4) was evaluated against the reported event. The complaint was not confirmed. However, visual and x-ray images of the lead revealed melted insulation and cable damage on the lead body at about 8 centimeters from the tip of the proximal. Several cables were exposed. A continuity test confirmed that 7 cables were open. This type of damage is typically caused by the use of electrocautery. It was reported that electrocautery was used during the procedure. Aside from the explant damage, no other anomalies were identified. The returned lead sc-23170-70 sn (B)(4) was evaluated against the reported event. The complaint was confirmed as visual and x-ray images of the lead revealed cable fractures on the lead body ant the kinked site where the clik-anchor has been placed. No cables were exposed. A continuity test confirmed that 14 cables were open. Stress at the anchor site was the likely cause of the fracture. The returned ipg sc-1132 sn (B)(4) was evaluated against the reported event. The complaint could not be evaluated due to device damage during the explant procedure. The device would not be charged after three charging attempts. It exhibited excessive sleep current (32 ma), and high temperature on u2 asic (30.9), and low vh (high voltage) impedance (209). This type of damage occurs when the ipg is exposed to high-voltage transients. It was reported that electrocautery was used during the explant procedure. The use of electrocautery resulted in the damaged asic. Based on the dfu, electrocautery can cause damage to the stimulator.

Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: null, batch: null. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 19978858.

Event description:
A report was received the patient was not receiving adequate stimulation because of high impedances. Physician decided to perform a revision procedure to replace the leads with a paddle lead. Patient was doing well post operatively.